Event description:
A customer observed a non-reproducible, falsely elevated trop I es results on the vitros eci analyzer. The affected trop I es results were released and questioned by the clinician. Corrected reports were issued. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation into this event showed that the event was instrument related. Following service on the metering and reagent subsystems, consistent acceptable performance was obtained. The instrument was returned to expected operation. The root cause of the event is instrument related.